Manufacturer narrative:
Customer complaint: reported that stated that the device kept over infusing. Tests: self-test and visual inspection. Self-test passed. Visual inspection performed and passed. The customer complaint wasn't confirmed that the device would over infused. The probable cause wasn't confirmed; device is working correctly. Ran customer cca settings and protocol and found no issues. Device passed pvt testing. Ran customer protocol on both mechanisms and passed. Left side: 240.59 grams right side: 244.75 grams.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
The event involved a plum duo infusion system where it was reported that on the repair tag problem, it was described that chemo infused longer than anticipated. No harm was reported. This occurred on an unknown date.